Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. The patient expired in late 2007, 5 days after the explant, due to unknown reasons. It was additionally reported that second device, model #4450, was implanted. Refer to MFR #6000002-2008-08130. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.